Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air continued to be aspirated after initially inserting the sheath into the body. Large amount of air bubbles was noted in syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air continued to be aspirated after initially inserting the sheath into the body. Large amount of air bubbles was noted in syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the <inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.